Event description:
Rptr states that dr experienced difficulty with knots slipping during rotator cuff repair. It was reported that the repair was performed with 5 ethibond and oversewn with 2 ethibond. Rptr states that the knot slippage occurred with the 2 ethibond. Surgeon obtained a replacement suture and continued the procedure without further event.